Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal longevity estimations. Device function was normal when tested.

Event description:
It was reported that there was a short margin between eri and eol. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.